Manufacturer narrative:
The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming no disposable. The patient silenced the alarm, reviewed the settings and closed the pump. Then proceeded to remove the cassette and gently tap cassette and massage the tubing to disperse the air bubbles. The patient replaced the cassette, opened the clamp and started the pump. The pump started running. No patient injury was reported.

Manufacturer narrative:
H6: event problem and evaluation codes: updates are not required. No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device., corrected data: d4: correction: model number: 6500.